Event description:
(B)(4).

Manufacturer narrative:
(B)(4). Device was returned and evaluated. The issue could not be duplicated. The unit was tested for several days by monitoring a transmitter attached to a simulator, however, there was no sign of communication loss. The unit was shipped back to the customer.

Manufacturer narrative:
Device loaner sent to customer and return of defective device requested for failure investigation.